Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the battery cap was damaged and metal contact came off. Troubleshooting was performed and found that the battery cap metal contact missing, and few than 3 raised dots can be seen. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will not be returned for analysis